Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The sample was discarded by the user and hence no laboratory evaluation could be performed. A review of the production records for the specific product lot was performed and no abnormalities were found. The certificate of eto (ethylene oxide) sterilization issued by the sterilization contractor was reviewed and all parameters were found to be in compliance with the specifications. The eo gas label is a qualitative indicator whose color change only indicates that the product has been exposed to eo gas. It is not a sterility claim for the product and it is not used for the release of the sterilized product. The sterile product is released on the basis of the certificate of processing from the sterilization contractor, in accordance to the validated sterilization process. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6) it was reported that the color of the gas indicator seal on the sterilized package of the (B)(4) cardiotomy reservoir from lot number 92128007 was brown and green which the user noticed as not typical. The cardiotomy reservoir was used for cardiac surgery along with other devices on (B)(6) 2014 and then used again for surgery on (B)(6) 2014. The patient developed an aspergillus infection of the ascending aorta after the surgery and subsequently expired. (B)(4).